Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product let met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 at 7:23 pm, she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time: 7:29 pm, cho (g): 12, bolus (u): 0.45; 8:53 pm, bg (mg/dl): 204; 9:29 pm, 250; 9:30 pm, 371, bolus (u): 0.3; 9:32 pm 314, 0.25; 10:16 pm, bolus (u): 0.25; 11:02 pm, bg (mg/dl): 328, bolus (u): 0.35; 11:44 pm, 394, 0.6; (B)(6) 2014, 1:25 am, 433, 1.05; 2:40 am, 287. At 7:00 am, the pod was then deactivated and she noticed the cannula was slightly bent.